Event description:
The customer reported that the unit displayed an electrical test failure code 53 (shuttle transducer offset failure). Therapy was discontinued and the intra-aortic balloon was removed from the pt. The pt expired three days after the event.

Manufacturer narrative:
Datascope corp's distributor replaced the shuttle transducer. We have requested that the transducer be returned to the factory for further evaluation. A follow up report will be submitted when additional info becomes available.